Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they are unable to flush catheter prior to inserting into neonate. It was not used. The secondary port was blocked. There was no harm reported as it was detected before use and did not reach the patient.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was not confirmed; the unit passed evaluation and no deviations were identified.